Manufacturer narrative:
No patient information is available because no patient was involved with this event. A replacement power cable was delivered to the site and installed on the system. A medtronic representative performed a system checkout after the part replacement and the system passed all testing. No fault found. System performed properly. Hospital biomed staff inspected the cable and found one of the prongs to be loose with signs of arcing within the clear plug. The site biomed representative had attempted to repair the system on their own, prior to the medtronic representative arriving. They cut the plug off and placed a hospital grade plug on the cord. The site disposed of the suspect plug/cable. Therefore, the suspect part will not be returned for further evaluation.

Event description:
A representative from the site reported that, when plugging the system power cable into the wall power outlet, a spark occurred that damaged the cable. It was also noted that one of the prongs of the plug was loose. No patient was present during this event, and no harm to the user was reported. No additional information regarding how or when the plug prong was damaged is available.